Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump was alleging under delivery. Customer's blood glucose value was 176 mg/dl at the time of the incident, current blood glucose was 185 mg/dl. The customer was treated with injections. Customer will not return device for analysis.